Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint. Testing was not performed as the potentially (B)(6) contaminated set was discarded to eliminate the risk of exposure. The root cause of this failure could not be identified.

Event description:
Unexpected return-separated from lower fitment.

Manufacturer narrative:
The customer¿s report that the set separated was confirmed based on the photo received from the customer. The customer¿s photo was evaluated and the reported event of set separated was observed to be from the pvc tubing to the lower fitment outlet port. Functional testing was not performed as the potentially (B)(6) contaminated primary set was discarded to eliminate the risk of exposure. The root cause of the customer¿s report that the set separated could not be identified.

Event description:
Expected return products sent in by the customer with products for another file. Upon visual inspection, the tubing was separated from lower fitment.